Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse found the degasser had malfunctioned. The fse replaced the degasser. The fses actions resolved the customer's issue. The bec identifier for this report is (B)(6).

Event description:
Customer reported erroneous high glucose results on instrument au5800 clinical chemistry analyzer. Customer stated that they generated multiple erratic high results. Customer stated this issue was also seen in their quality controls. The customer declined to provide any results. There was no change to patient treatment due to the erroneous results.